Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited loss of capture and undersensing. It was noted that the lead had dislodged. A revision procedure would be performed in the future. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Event description:
Additional information was provided that a chest x-ray had revealed evidence of twiddler's syndrome, and the lead had dislodged into the patient's atrium as a result. A lead revision was therefore performed. During the procedure, an attempt was going to be made to unravel the lead; however, it was too damaged, so the lead was extracted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead body was twisted and curled. There were several cuts noted in the insulation and in the suture sleeve. Dried bodily fluid was noted in the helix housing and tissue was noted entwined at the base of the helix. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism testing, noted to most likely be due to the damage to the lead preventing torque from being transferred from the terminal pin to the tip. Also, the helix did not retract all the way when attempted from the tip, due to dried bodily tissue. Laboratory testing confirmed the clinically observed lead damage; however, detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.